Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call damage on the insulin pump. Troubleshooting for cosmetic damage was performed. Customer advised they have a blue screen and three weeks ago their healthcare provider placed them on manual injections. Customer advised under the display screen it was leaking. Customer advised ink is leaking out under half of the display screen and they are not sure how it happened. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform displacement test due to lcd damage. The insulin pump had cracked reservoir tube lip and minor scratches on lcd window.